Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 468 mg/dl. The customer was treated for high blood glucose with manual injection. Customer declines further troubleshooting for high blood glucose as pump will replaced for damage. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 468 mg/dl. Customer has given a manual injection. The customer stated that circle of reservoir compartment is cracked and a part of broken off. The customer stated that the pump fell and hit the tile floor. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion, prime, excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window, cracked case at the display window corners, broken reservoir tube lip and missing the end cap sticker.